Event description:
It was reported when the nurse proceeded to empty the pump, 13 ml of distilled water were possible to take out. However, when the pump was refilled with medication, only 15 ml were possible to introduce. It was suspected that some distilled water remained in the pump. The hcp performing the refill was experienced, so it was suspected that something was not working properly with the pump. It was also suggested that the morphine dose for use in the pump was not exact. The pt's status was ok.

Manufacturer narrative:
(B) (4)